Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 8.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced eight infusion sets tubing detachment events from (B)(6) 2025. The site of detachment was hub. The infusion set was in use for less than 5 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12810. The initial MDR with manufacturing report number (3003442380-2025-12810), was submitted on 13-aug-2025. Upon completion of the investigation, the manufacturing date was updated as 06-jan-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010846, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010846 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 1 on 06-jan-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4m02660 was manufactured according to the wi version 65 and manufactured in the machine sc01, on 13-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4m03820 was manufactured according to the wi version 66 and manufactured in the machine sc02, on 18-dec-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to contamination, extended inspection was found within specification. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.